Event description:
An invacare representative reported that the consumer was using a chair that was too small for them and they were cut on their leg by a piece that was sticking out of the bottom of the chair.